Event description:
Patient requested curative catheter ablation. When catheter was removed from the sheath it was found that the distal clear plastic portion of the catheter, including the white plug was missing from the end of the catheter.